Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to poor barrier separation was observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with poor barrier separation. There was no report of injury or medical intervention.